Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 497 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they experienced vomiting, nausea, abdominal pain and difficulty in breathing as a symptom of high blood glucose level. The customer stated that they were treated with insulin pump for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. They stated that the insulin pump was not on auto mode at the time of the incident. The customer declined troubleshooting the insulin pump. The insulin pump will not be returned for analysis.